Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that the customer experienced a low blood glucose (bg). However, the exact value was not provided. Reportedly, customer declined troubleshooting.